Event description:
It was reported when using the unspecified bd sst blood collection vacutainer tube, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: "please create a complaint for the adult sst tubes - I would use today's date as awareness -as we tried to find additional information and did not get a response - however, looking into the complaint further and the lot #'s provided - it sounds like this is only an inquiry and the only complaint in the entry description is in regards to the interfernces in us based adult sst tubes." Customer stated: "upon testing certain analytes in our lab, we have noticed some interferences with our lc-ms/ms assays using the us-based sst tubes when compared to the (B)(6)-based sst tubes (both bd). "

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Bd corporate headquarters in (B)(4) has been listed, and the manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. In this MDR the manufacturing site is listed as unknown, bd corporate headquarters in (B)(4) has been listed, and the manufacturing site.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record or complaint history could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h10.

Event description:
It was reported when using the unspecified bd sst blood collection vacutainer tube, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: "5) please create a complaint for the adult sst tubes - I would use today's date as awareness -as we tried to find additional information and did not get a response - however, looking into the complaint further and the lot #'s provided - it sounds like this is only an inquiry and the only complaint in the entry description is in regards to the interfernces in us based adult sst tubes" customer stated: "upon testing certain analytes in our lab, we have noticed some interferences with our lc-ms/ms assays using the us-based sst tubes when compared to the UK-based sst tubes (both bd). "